Event description:
This MDR 1213643-2019-08100 represents a duplicate submission. Please see MDR 1213643-2019-07995 for event/device details.

Manufacturer narrative:
This MDR was a duplicate of event/device information submitted under MDR 1213643-2019-08100. Please refer to MDR 1213643-2019-07995 for detail of event and device. . Updated fields: g7, h2, h10. Note:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: this correction addresses follow up report #1 which provided the incorrect date of awareness in g4. The corrected date of awareness is 09/06/2019. This correction (follow up 2) is submitted to correct this error. Should additional information be provided a supplemental emdr will be submitted. Note:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This MDR 1213643-2019-08100 represents a duplicate submission. Please see MDR 1213643-2019-07995 for event/device details.

Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."